Event description:
It was reported that the patient's family member alleged that this implantable pacemaker was faulty. A surgical revision procedure is anticipated to replace the device, but this has not yet occurred. Details have been requested regarding the specific device allegations. At this time, the pacemaker remains implanted and in-service. No adverse patient effects were reported.